Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer. Reportedly, the customer reverted to an alternate method insulin therapy.